Event description:
Boston scientific received information via another manufacture's sales representative, that this chronic right ventricular (rv) lead displayed loss of ventricular capture through a holter monitor. During the observed episodes, the patient reported to have been pre-syncopal. The patient was seen in clinic for additional testing where threshold and impedance measurements were stable. Loss of capture was not able to be reproduced through isometrics and pocket manipulation. The device sensitivity was reported to have been reprogrammed. Of note, the patient's device had recently been changed out. During that procedure, the physician noted that there was a lot of scar tissue within the system around the leads. There were no adverse patient effects reported. Available information indicates that the lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.